Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) was able evaluate the suspect device after being placed back into service on-site. The fsr completed the user verification tests and the operational verification procedure. The fsr performed fraction of inspired oxygen (fio2) calibrations and reported all parameters are within service specifications. The fsr took the suspect device to a working patient room and connected to the nurse call jack in the room and tested all of the alarms. The fsr reported all alarms successfully triggered the nurse call and reported no issues found within the operation of the unit. The unit was performing to manufacturer specifications and was cleared for service.

Event description:
The customer reported that a catheter that was in the patient had become dislodged and the patient bled out. The customer reported the unit was connected to the nurse call system and the ge-dash/cic devices alarmed due to low oxygen saturation (spo2) and heart rate. The customer reported by the time the issue was discovered the patient's spo2 was around forty percent. The customer reported due to patient's consequence, no alarm conditions were reported on the vela ventilator as it does not monitor hr and spo2 to create an alarm. The customer reported the suspect vela ventilator had no issue and functioned and alarmed properly. Due to the unit working as intended, the customer reported the vela ventilator has been placed back into service at this time.